Event description:
It was reported by service report that the cap side hose is leaking hydraulic fluid. There was patient involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Cap side hydraulic hose.